Event description:
It was reported that the patient has deceased. There is no allegation from a health care professional that suggests that the death was device related.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found that the insulation was abraded at 51.0 cm to 52.1 cm from the connector pin which exposed the outer coil. The abrasion was consistent with exposure to constant friction with another implantable device.